Event description:
It is reported that a customer experienced low blood glucose of 35 mg/dl. The customer was informed that there could be many reasons for low blood glucose. Customer reports the sensor base remains on pedestal when serter is pulled away from the pedestal. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor, and performed testing. The sensor passed with accurate readings. Also, the needle hub separated from the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.